Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they received an alarm #7: blood leak? (Cent chamber) and noticed a blood leak on the drive tube after 1518mls of whole blood had been processed. The customer aborted the ecp treatment and no residual blood within the kit was returned to the patient. No product was returned for investigation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot m303 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot m303 shows no trends. Trends were reviewed for complaint categories, alarm #7: blood leak? (Cent chamber) and drive tube leak/break. No trends were detected for these complaint categories. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(6). (B)(4). 22 jul 2024.